Event description:
During an MRI procedure, a pt receiving intravenous sedation was being monitored with an ECG monitor. Following the procedure, skin reddening and 2 skin burns were noted beneath the ECG electrodes (rl electrode site had a third degree burn, and the ra electrode had a second degree burn.) The pt's skin was treated for burns. Pt was semi-conscious during the procedure, and did not report feeling any heating sensation. ECG electrode contact may have been less than optimum since the electrodes did not have sufficient electrolyte evident upon removal from the pt.